Manufacturer narrative:
The technician installed the missing trend and reverse trend assemblies along with the trend rod to repair the bed.

Event description:
Information received indicates the bed did not have any trend or reverse trend assemblies and the trend rod was also missing.